Manufacturer narrative:
Eval summary: smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the eval once it is completed.

Event description:
The user facility reported the device was in use with a pt who suffered severe blood loss. The user facility observed the tubing became disconnected from the clamp slot and the pump alarmed, warning the user to check the tubing. Several tubing sets from the same lot were attempted on multiple fluid warming devices; no attempts were indicated to be successful. The pt expired.